Event description:
Caller states customer was unable to test her blood glucose while having high blood glucose symptoms, due to a device error on the compact plus system. Paramedics were called, and customer was treated with an insulin IV. Customer tested in the 500's (mg/dl) on the professional device. Requested return of suspect device, and replacement was sent.